Manufacturer narrative:
Additional information: section d10: device available for evaluation? Yes. Returned to manufacturer on: 2/4/2021. Section h3: device returned to manufacturer? Yes. Device evaluation: the lens was received submerged in an unknown solution inside a specimen cup. With a copy of the original patient sticker, with customer notes. The lens was cleaned. And visual inspection under magnification, revealed that the lens was received cut in half. Which, is consistent with a lens that was handled, during explant. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed. And no product deficiency could be identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, one complaint folder for packaging issues was found. These complaint issues reported are not related. Therefore, no escalations are required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Upon further follow-up, it was confirmed that the lens explant took place on (B)(6) 2020 and that everything went well, no adverse events, no patient post-op injury. Replacement lens was a model zct150, 23.0 diopter. The following sections have been updated accordingly. Section d7: if explanted, give date: (B)(6) 2020. Section h6: patient code 3191-explant. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided. If explanted, give date: planned explant on (B)(6) 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a doctor is going to exchange an intraocular lens (iol) from the patient¿s left eye. The patient is a post myopic lasik and could not adapt to halos. He is going to replace the iol with a tecnis monofocal toric iol. No other information was provided.